Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 22, osseointegration was not achieved. Clinician noted soft tissue infiltration lining the walls of the osteotomy and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant was placed in ada site 22, osseointegration was not achieved. Clinician noted soft tissue infiltration lining the walls of the osteotomy and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.